Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure when deploying the subject flow diverter, the distal section of the subject flow diverter expanded properly but the middle section of the subject flow diverter was flat. The operator pushed and pulled the subject flow diverter to try to expand but the subject flow diverter lost control. The operator tried to deploy the subject flow diverter again but failed, so the operator thought the subject flow diverter might be deployed unexpectedly. He withdrew the subject flow diverter together with the microcatheter and deployed the subject flow diverter completely on the table. It was reported upon follow up that there was difficulty re-capturing the subject flow diverter into the microcatheter during use. The subject flow diverter was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned having been re-sheathed back into the introducer sheath. The stent was deployed during the analysis. The stent was found to be fully opened on both sides but was slightly deformed with frayed braid edges. The sdw (stent delivery wire) was found to be kinked/bent towards the distal end. The stent introducer sheath distal tip was found to be severely damaged/crushed. During functional inspection was not performed due to damaged tip of the introducer sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Access was through femoral. The flow diverter stent was difficult/unable to re-capture into microcatheter. The flow diverter was recaptured/resheathed back during the procedure 1 time. The same microcatheter was used to complete the procedure. After the operator withdrew the flow diverter with microcatheter, the assistant connected the tip of introducing sheath with tail of microcatheter and pulled the flow diverter into the sheath. Product analysis found the stent had been re-sheathed back into the introducer sheath. When the stent was being deployed from the introducer sheath, friction was experienced advancing the stent from the introducer sheath due to the severely damaged/crushed distal tip. The stent was found to be fully opened on both sides but was slightly deformed with frayed braid edges and the sdw was found to be kinked/bent towards the distal end which most likely occurred when trying to advance the stent and sdw through the severely damaged/crushed introducer sheath distal tip. It is most likely the tip of the introducer sheath was damaged when force was applied seating it into the hub of the microcatheter. An assignable cause of procedural factors will be assigned to the as reported events ¿stent failed/unable to open (when not implanted)¿ and ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and analyzed events 'stent deformed', 'sdw kinked/bent', 'stent friction', 'sdw friction' and 'stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a neurovascular procedure when deploying the subject flow diverter, the distal section of the subject flow diverter expanded properly but the middle section of the subject flow diverter was flat. The operator pushed and pulled the subject flow diverter to try to expand but the subject flow diverter lost control. The operator tried to deploy the subject flow diverter again but failed, so the operator thought the subject flow diverter might be deployed unexpectedly. He withdrew the subject flow diverter together with the microcatheter and deployed the subject flow diverter completely on the table. It was reported upon follow up that there was difficulty re-capturing the subject flow diverter into the microcatheter during use. The subject flow diverter was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.